Event description:
Distal tip became broken while in use in a wrist arthroscopy. Hospital reported no pt injury was a result of this malfunction. A small fragment was noted to be missing from the device. The fragment would most likely have been flushed from the joint during the case. However, smith & nephew is taking a conservative approach and filing a MDR as the location of the missing piece is unknown.